Event description:
It was reported that post-paced t-wave over sensing was observed in stored egm. The patient was asymptomatic. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.